Manufacturer narrative:
Invalid/no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending & analysis is performed monthly per (B)(4), where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that the tampon came apart upon removal, the string was no longer attached, and tampon pieces remained inside. There have been 3 attempted contacts to reach the consumer, but we have not been successful. It is unknown if the consumer had gone to the doctor or not.